Event description:
Related manufacturer reference number 3006705815-2022-18320. It was reported the patient is not receiving effective therapy due to high impedances. As such, surgical intervention took place where the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
The reported observation of high impedances was confirmed. Microscopic inspection of the returned lead showed a kink on the lead body where all but one internal wires were broken. The location of the fracture corresponded to the proximal end of the swift-lock anchor. The fractured wires are consistent with an overstress condition the lead was subjected to while in vivo. This would have caused the high impedance observed in the field and contributed to the patient's loss of therapy.